Event description:
It was reported that a review of the implantable pacemaker data was requested to technical services (ts) due to the minute ventilation (mv) sensor being disabled by the signal artifact monitoring (sam) feature detected on the right atrial (ra) and right ventricular (rv) leads. Upon ts review, it was noted that the first sam episode was triggered due to oversensing of atrial fibrillation/atrial flutter and the recorded impedance was in range at that time. The second sam episode exhibits noise that is very likely mv signal, which appears clear on the rv lead and is more subtle on the ra channel. The ra channel also displays some noise that could likely be myopotentials, and in this case, the device recorded an ra ring to can impedance measurement of less than 200 ohms, which is low out of range. In addition, the device is fritted with non-boston scientific ra and rv leads, which is known that can favor the appearance of the mv signal due to transient high impedance and is caused by fretting inside the device header. Ts provided further programming options. The device system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).